Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to replicate the reported slow interrogation, however programmer log files confirmed programmer was experiencing sluggish performance. Software was reconfigured and reloaded to resolve issue. Analysis also found the 25 button on the printer keypad functioned intermittently and the system fan was intermittently noisy. (B)(4).

Event description:
It was reported that the programmer interrogates devices slowly during boot up and threshold tests. It was noted that the programmer will not run the full threshold test and there is a lag of three to four seconds. The programmer was returned for repair. No patient complications have been reported as a result of this event.